Event description:
This is a report of a colleague infusion pump with a damaged battery alarm. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available for evaluation.

Manufacturer narrative:
(B)(4). The assignable cause for the reported problem was determined to be damaged batteries resulting from user error.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery alarm was confirmed due to depleted main batteries. The main batteries and harness was replaced to correct the reported condition. Should additional information become available for evaluation a follow up medwatch will be submitted. (B)(4).